Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip frayed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Only the cannula was returned. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. During visual inspection, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Additionally, the handle adapter was returned disassembled/ separated from the cannula handle. The handle adapter was installed, removed and reinstalled several times according to final inspection instructions; no problems were observed. No evidence of a handle defect was able to be observed during the evaluation. Based on the condition of the device as returned, we were able to confirm the reported complaint for ¿c-ring transected by cautery tool¿. The root cause is engagement of the c-ring with the jaws on the cautery tool prior to activation of the device. This device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. In regards to the analyzed failure for a break in the cannula handle, the handle adapter portion of the device is designed to be removed from the cannula handle and reinstalled during assembly to facilitate final inspection procedure. This event occurred during the use of the device and the procedural operation is unavailable for our review. The device is not intended to be disassembled by the user. The device components are designed to detach and re-attach during assembly. The complaint device was re-assembled according to the procedure and functioned as expected. Therefore, there is no indication that a device defect caused or contributed to the event. Specific actions for the c-ring cut failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip frayed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.